Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that five days post implant of this bioprosthetic valve, this device was replaced after echocardiography showed severe mitral regurgitation due to fibrin attaching to two of the valve leaflets. No other adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, visual examination revealed the stent post was slightly distorted. Thrombus covered the tunica of the right cusp, the base stitching at the left cusp, and non-coronary cusp, which would have impaired the leaflet mobility and may have led to the reported regurgitation. All leaflets were intact. All leaflets were stiff but flexible except for the right cusp where thrombotic host tissue extended on the tunica at the outflow aspect. All commissures were intact. The histopathological evaluation summary showed there was deposition of host fibrin on all leaflets. These accumulations of fibrin changed the shape and function of the leaflets allowing for the regurgitation seen on ultrasound. No evidence of infection was seen histologically. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the returned product analysis, the observation of thrombus caused the regurgitation. However, the conclusive cause of the thrombus formation cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.